Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that the patient implanted with this right ventricular (rv) defibrillation lead was instructed to present to the emergency department for a device check, as the physician suspected a lead issue based on data in the remote monitoring system. Upon interrogation, it was confirmed there were many nonsustained ventricular tachycardia (vt) episodes stored due to noise. The noise was oversensed and in one episode inappropriate anti-tachycardia pacing (atp) was delivered. A lead fracture was suspected, although the lead measurements were all within normal limits and the noise could not be reproduced. The device was programmed to monitor only, with no changes to the pacing settings. Nine days later, this rv lead was explanted and replaced. An insulation break was observed on the proximal portion of the lead; the physician suspected the lead had rubbed against the device and not the clavicle. A new lead was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection of the lead noted both the internal and the external insulation was abraded through to the conductor coil at approximately 123-133 mm from the terminal pin. The abrasion in this area was a concave groove which spiraled around the lead. Due to the location and type of damage this was likely caused by lead-on-lead interaction coupled with movement within the pocket area. However, also due to the location, lead-on-can cannot be ruled out. Insulation damage was also noted at approximately 255-268 mm from the terminal pin. Microscopic evaluation indicated that the insulation damage in this area was caused by localized compressive stress on the insulation surface. Due to the location and the type of damage exhibited, it was concluded that the damage was caused by lead entrapment in the clavicle-first rib region.